Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. (B)(6). Investigation the device was sent to breas medical (B)(4) and arrived 21th of september 2017. On september 25 to 27, breas medical (B)(4) started the examination of the device. General inspection of the device showed that the device is in good shape. The device alarm was checked and sounded as it should, the device had alarm volume set on volume 5 out of 9. The device has firmware version 2.12 installed. The device is missing the patient air inlet filter and the cooling fan air inlet is dusty. The log files were downloaded and reviewed with the pc software version 3.2.3.2. The device has 3 sessions registered: · 2017-08-28, starting at 08:38:50 was ended at 08:39:03, · 2017-08-28, starting at 13:09:55 was ended at 14:04:23, · 2017-08-28, starting at 14:07:03 was ended at 14:08:10. We have not received information of which treatment session the incident occurred under. The first and last session is about 1min each, so the assumption is that the incident happened under the second session. The session has 4 alarms in the beginning (low pressure, high tidal volume, high minute volume and disconnection). These alarms ended after 3 seconds and are related to the mask not being on the patient at start-up which is according to the manual. After about 1 hour after treatment started, at 14:03:51, the four alarms appear again and at 14:04:23 the device is put into stand-by these alarms are not function failure alarms that will terminate the treatment. The entries in the logfiles indicates that the device is set in to standby in a normal way. The logs show that a very short treatment session was started 2 min and 40 seconds later and ended after 1 min and 7 seconds. The device is tested in a full production test and no issues are found with the device. Cause: fault tracing of the device could not establish any hardware or software failure on the device. Logfile has been reviewed and the conclusion is that there is no indication that the device has set itself into stand-by. Conclusion and actions there is no increasing failure trend for the use error of vivo 50 ventilators. It was not possible to re-create the failure on the returned unit. There has been no permanent patient harm reported as a result of the incident. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably practical) without taken any economic aspects into considerations. Based on the information provided, confirming existing mitigations are found effective. The report confirms that any patient involved did not suffer any serious injury. We will continue to track and trend the issue according to the procedures of our quality management system. No further actions are planned at this time.

Event description:
The patient was with his wife in the garden when the wife suddenly observed that her husband was restless and bluish (cyanotic) in the face. She then checked the ventilator and found that it had switched off independently. She could just connect her husband to the replacement unit to avoid further complications. The patient was subsequently stable, only a ruptured vessel in the eye was found.